Event description:
It was reported that the patient experienced stimulation in the wrong location following replacement of their implantable neurostimulator (ins). Stimulation was present in the rectum and right buttock. The patient did not experience any stimulation or therapeutic effect at night. It was also reported that the patient experienced a shocking sensation at the top right of his buttocks while sitting. It was also noted that during the implant procedure for the ins, the patient's "legs lifted up and hit the operating table." Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v675654, implanted: (B)(6) 2011. Product type: lead, product ID: 3037, serial# (B)(4). Product type: programmer. (B)(4).